Event description:
The ortho summit sample handling system instrument did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and replaced plunger clamps for positions 10 and 11, replaced tip clamps in positions 4, 10 and 12, replaced the #70 ribbon cable and two pole connectors on positions 4, 10, 11 and 12. Fse checked all calibrations and verified the repairs. The instrument was tested without further problem and was returned to expected operation.